Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when applying a continuous suture during an open liver transplantation procedure, the needle broke and was found in the surgical field immediately after. Nothing fell into the patient cavity. A new device was used in order to complete the case. There was no patient injury involved.